Manufacturer narrative:
The field service engineer (fse) noted the incubator belt to be noisy and difficult to move manually, excessively tight. The fse replaced the incubator belt and performed preventative maintenance (pm). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The fse indicated erratic movement of the incubator belt would cause splashing of the reaction vessels which would lead to a falsely elevated troponin result. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The affiliate stated the customer reported a false positive troponin I (access accutni) result, within the risk stratification range, for one patient involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. An initial result of 0.25 ug/l was obtained and released out of the laboratory. The physician questioned the result as the value did not correlate with the patient¿s clinical condition. There was no patient consequence or change in patient treatment associated with this event. Subsequent analyses of the sample, on the same instrument, produced normal results of 0.018 ug/l (in duplicate; not centrifuged) and 0.003 ug/l on a centrifuged aliquot. An amended report of 0.018 ug/l was issued to the physician. The patient¿s sample was centrifuged at 3,050g (relative centrifugal force) for ten minutes at 18 degrees celsius laboratory temperature. The sample was clear in appearance. Quality control (qc) was within specifications at the time of the event. System check, performed on 07/29/2013, passed within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.